Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device has not been returned for evaluation. The device is expected to be returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing the anastomosis of a vein with a gem2754 coupler, the doctors noticed one of the pins of the coupler ring was bent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation. The device history record review indicates that the product met specification. Each jaw assembly is tested for ring alignment 100%. In addition, 100% visual inspection for broken or missing parts was performed. The root cause of the event could not be determined. There is no immediate evidence to support why the coupler did not function as expected. The condition of the coupler pins can be influenced by the surgeon's technique. The occurrence rate is low and meets the anticipated rate in the product risk file. There was no harm to the patient. No additional action will be taken. Future events will be monitored.